Event description:
Procedure type: kidney/adrenal grand. According to the reporter: the device worked fine upon inserting and inflating between the tissues. However, when removing, the balloon disengaged from the shaft. The balloon was retrieved from the cavity without patient injury.